Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins explanted with replacement. No known issues or impact to patient. Additional information received. Rep reported ins was replaced due to spinal cord stimulator battery was overheating. Patient concern of the warming sensation during normal recharging.